Event description:
It was observed that during the device evaluation, the camera head exhibited crack and flooding of the video connector. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ n (no); e3: occupation - non-healthcare professional. Based on the results of the investigation, it is likely that the following led to the malfunction: the video connector was flooded due to a crack in the video connector, which prevented the product from being airtight and allowed moisture to penetrate inside. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.